Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip burned at 191,092 joules. No pt injury was reported. A device evaluation was not performed.

Manufacturer narrative:
Based on the information obtained by an ams quality systems specialist and manager, the event was not considered a complaint. Therefore, the device evaluation was not performed.